Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause for no image appearing and scope detection not working could not be identified, however, it is likely that the slider switch of the scope socket was defective. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source has a washed-out image on the scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation was unable to confirm the reported event. The evaluation found the scope detection failed intermittently. Additionally, the air duct was broken, and the device have some cosmetics damages. The non-olympus lamp was over 50 hours which was out of specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.